Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer was jammed. A field service engineer worked with the customer to resolve a jammed mini drawer and found that a medication bottle was lodged on top of the drawer bay, causing the obstruction. The customer was advised to apply firm pressure to release the jam, which successfully cleared the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis anesthesia station es mini drawer was jammed and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and nurse were able to access the medication from a different station that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.